Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using an 12f amulet delivery system. The device was inspected prior to procedure, and the flushing was done according to IFU. During the procedure, it was observed that the amulet loader twisted and subsequently broke while being manipulated within the patient. As a result, the device could not be recaptured into the sheath for several minutes, which was attributed to the damaged loader. The device was eventually retrieved into the loader, after which it was removed and replaced. There was no leak observed the procedure was then completed using a new 25 mm amplatzer amulet device. No adverse patient reaction was noted at the conclusion of the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.